Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the user facility leaves their systems powered on at all times to keep the batteries charged. The gas lines do get disconnected when not in use. The epgs had been logging oxygen (o2) hours while the system was left on. The fsr was able to walk the user facility through on how to access the service screen and reset the o2 hours to zero.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system was alarming and a "service gas system" error message was displayed. The electronic patient gas system (epgs) was controlled manually. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's perfusionist reset the oxygen (o2) hours and the issue resolved. The field service representative (fsr) replaced the o2 sensor. The unit operated to manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to confirm the reported issue. He installed the oxygen (o2) sensor into a lab use only electronic patient gas system (epgs). The epgs was connected to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the warm-up period. Calibration was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.79 volts, within the specification of 0.757-2.551 volts. Calibration was repeated and passed. The epgs was then set at five l/min and 80% o2 and the o2% reading on the ccm and external flowmeter were within the manufacturer's specifications.